Event description:
It was reported that a spectrum pump failed flow rate test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, failed flow rate test occurred. A review of the event history log revealed that the device was run multiple times with the customer reported parameters 40 ml/hr with a volume to be infused (vtbi) of 20 ml. The device ran to completion without interruption. No abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.